Event description:
It was reported that the pacemaker delivered inappropriate atrial tachy response due to far-field oversensing. The pacemaker system remains in service. No adverse patient effects were reported.